Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. While introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. The sheath and versacross connect transseptal device were replaced, and the procedure was completed successfully without patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. While introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. The sheath and versacross connect transseptal device were replaced, and the procedure was completed successfully without patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive sheath is expected to return for analysis. Additional information revealed excessive bubbles in aspiration syringe, presumably being pulled in through the hemostatic valve. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. While introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. The sheath and versacross connect transseptal device were replaced, and the procedure was completed successfully without patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive sheath is expected to return for analysis. Additional information revealed excessive bubbles in aspiration syringe, presumably being pulled in through the hemostatic valve. No air was seen in the patient.